Manufacturer narrative:
The remote service engineer was unable to evaluate and confirm the reported issue. The customer refused service and repair. As the device was not available for evaluation, the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
The customer called technical support (ts), reporting that the device's battery is dropping out. The customer reported there was no patient involvement at the time the issue was discovered.